Event description:
Customer stated that the attachment started to heat up during a case resulting in burned muscle tissue around the spine. Case was completed successfully with the use of another attachment.